Event description:
Healthcare professional reported "rupture". This record is for the right -side. Device has been explanted.

Manufacturer narrative:
Continued phone number e1:(B)(6). Continued fax number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaint codes are: ¿rupture: observed an opening assessed as surgical damage. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process.